Event description:
Co received a report from the hospital that during embolization of a basilar tip aneurysm the coil jammed in the catheter. The pt's condition was reported as poor but it was not clear whether this was device related. Since the initial report just stated that the device had jammed it was not analyzed at the time it was returned. During the analysis it was found that the device had actually broken in the catheter. It was at this time determined to be an MDR.